Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA? Are unknown, no information provided to date.

Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable clamp tubing. The alarm occurred just a little while ago and they returned to the clinic and now they are in the car and it is happening again. Medication is 5-fu. Reservoir volume is 88.7 ml. The caller denies any air in the tubing. Instructed the caller to turn the pump off, then back on and start the pump. The screen reads run reservoir volume 88.7 ml. The rate was confirmed. Advised the caller to call the hotline should they require additional assistance. No patient injury was reported.